Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump had calculated a bolus of 50 units that the customer believed to be too large of a bolus to deliver. Upon investigation, it was found that the customer accidentally turned on an incorrect personal profile resulting in the incorrect bolus calculation. Blood glucose (bg) level ranged between 65-208 mg/dl. Tandem technical support assisted the customer in changing the settings to the correct settings.